Event description:
On the 02 february 1999 a nellcor puritan bennett employee rec'd info reporting an issue with a 740 ventilator. The customer alleged that the ventilator shut down with no alarm while on a pt. The therapist was in the room at the time of the event. Customer states no pt harm or change in therapy. This report is not an admission by mallinckrodt nellcor puritan bennett that the device caused or contributed to the event alleged in this report.